Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument misfired. The hosp did not provided any add'l info.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.